Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was having discomfort and pain at the ipg site and increased episodes of pain in low back radiating to mid neck that she felt like she was going to faint. It was also reported that the patient had malfunction with the device. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had weight loss and it was noted that weight loss may have contributed to pocket pain. It was also believed that patient¿s increased episodes of pain in low back radiating to mid neck was not device related. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having discomfort and pain at the ipg site and increased episodes of pain in low back radiating to mid neck that she felt like she was going to faint. It was also reported that the patient had malfunction with the device. The patient will undergo an explant procedure.